Event description:
On (B)(6) 2018, a 69 years old male patient received a perceval pvs25 to replace the native steno-insufficient aortic valve. A concomitant procedure was also performed - CABG. On (B)(6) 2018, the patient was re-operated due to moderate periprosthetic regurgitation. The device was explanted and replaced with another pvs25. The patient was discharged to home on (B)(6) 2018 (ejection fraction: 60%, no perivalvular/central leaks were observed). The explanted prosthesis was disposed of by the hospital staff, and no examination on the prosthesis was performed. The site reports that the explanted prosthesis presented a small folding at the right coronary cusp (intra-operative data). No patient anatomical features (excessive calcification, hypertrophic septum, etc) are believed to have contributed to the reported regurgitation, as confirmed with the operating surgeon. The echo performed on (B)(6) 2018 reads "bioprosthesis in aortic position with no well visible cusps; normal anterograde gradient under hyperdynamic circulation conditions (grad medium / max 16/30 mmhg). Presence of anterior paraprosthetic regurgitation, of at least moderate degree."

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), and for the stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that the prosthesis and the component satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was discarded after the explant, no further device investigation can be performed. Based on the device history records review performed, no manufacturing deficiencies were identified. Given that another pvs25 (same size) was ultimately implanted, mis-sizing can be reasonably excluded as a possible contributory cause of the event. The site reports that a small folding of the prosthesis was observed at the right coronary cusp, which could have contributed to the postoperative perivalvular leak. However, since a full inspection on the device could not be performed, and no echo is available for analysis, the root cause of the reported event cannot be established at this time. Device discarded.

Manufacturer narrative:
The serial number and the disposition of the device are not presently known. The manufacturer is following up to retrieve additional information on the device. Device location not presently known.

Event description:
On (B)(6) 2018, a (B)(6) years old male patient received a perceval pvs25 to replace the native steno-insufficient aortic valve. A concomitant procedure was also performed - CABG. On (B)(6) 2019, the patient was re-operated due to moderate periprosthetic regurgitation. The device was explanted and replaced with another pvs25. The patient was discharged to home on (B)(6) 2018 (ejection fraction: 60%, no perivalvular/central leaks were observed).